Event description:
A surgeon reported that the vitrectomy probe did not work during a surgical procedure. The probe was replaced and the surgery was completed successfully. Additional information has been requested but not received to date.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).